Manufacturer narrative:
Investigation is still in process. A supplemental report will be submitted to the FDA once that the repair record investigation is completed. (B)(4).

Event description:
It was reported that during an atrial flutter right (r-afl) procedure the signals disappeared. Troubleshooting had been done by replacing various parts with no success. After follow up with the customer to obtain detailed information it was confirmed that the signal loss occurred on all the channels, including the 12 leads of bs ecgs and all ic (intracardial) recordings on both carto and ep recording systems at the same time. The physician was not able to interpret the signals with the signal loss issue. The case was completed without patient consequences.

Manufacturer narrative:
(B)(4) it was reported that during an atrial flutter right (r-afl) procedure the signals disappeared. Troubleshooting had been done by replacing various parts with no success. The physician was not able to interpret the signals with the signal loss issue. The case was completed without patient consequences. Bwi representative stated that when the physician started to ablate, they first saw a big spike followed for a large noise by flat lines on all ic signals and the bs ECG and the carto 3 system was showing error 8. The bwi engineer arrived on site for troubleshooting and it was possible to reproduce the noise and error 8. By changing the backplane, it was possible to solve the noise issue but after about 20 min error 8 appeared again. The engineer replaced the ECG boards and performed the full system test without any further issue. After this, the system was found operational. The replaced parts were sent to the manufacturer for further investigation and they confirmed that the issue was caused by the faulty backplane card. Diode tvs d1000 was found failed at isolation test. The ECG cards were found operational. The DHR associated with carto 3 # r10063 was reviewed and there were not any discrepancies noted. The system met all specifications upon its release.